Manufacturer narrative:
They were unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor (gold). The pump passed the basic occlusion and displacement test. No motor error alarm was noted. The pump was received with a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, minor scratches on the display window, and a stained end cap sticker noted.

Event description:
It was reported that the customer had a motor error alarm during bolus or basal. Customer was assisted with clearing the alarm. Customer was advised to disconnect from the pump. Customer had a motor error alarm that occurred once in the last 30 days. Customer does not use the sensor feature on the pump. Customer was able to rewind the pump. Customer was advised to return the pump with the battery and zero out the basal rates. Customer was asked verbally and in written form to return the pump for analysis.